Event description:
It was reported that during a da vinci si surgical procedure the mega suturecut needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. There was distal clevis wear and pulley scratches. The distal clevis post on the same side as the cable breakage had wear across the top of the post. The outermost distal idler pulley exhibited scratch marks. The evidence was inconclusive, but the clevis and pulley damage suggested the cable derailed and rubbed against these surfaces prior to breakage. No other damage was found.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.